Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/22/2015. The fse found a leak in tubing through pinch valve pv49. The fse replaced all the tubing through pv49 and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained leak of about 5 ml from a coulter lh 500 hematology analyzer. There were partial aspiration error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.